Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist reviewed the byte instruction and the patient has a contraindication of periodontal disease and they should cease use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.